Manufacturer narrative:
A direct correlation between heartmate 3 lvas, and the reported event could not be conclusively established through this evaluation. The patient remains ongoing on vad support. The hm3 lvas IFU lists stroke as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. This document also provides information regarding anticoagulation, including recommended inr values. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device- 6 months, 8 days no further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient had acute right occipital intraparenchymal hemorrhage and subacute right frontal hemorrhage based on CT scan which started out from ischemic stroke. The patient developed headache on (B)(6) 2018 and additional CT scan was performed showing new acute blood over the prior right convexity subacute subdural hematoma. Wafarin were given for cerebral vascular accident and inr was reversed with vitamin k and kcentra. Repeat CT scan on (B)(6) 2018 showed stable intracranial hemorrhages without evidence of new acute blood.

Event description:
On (B)(6) 2018 the subject presented with a headache after he had been in the hospital since (B)(6) 2018 upon presentation of sepsis. A CT was obtained on (B)(6) 2018 that showed a new acute right occipital intraparenchymal hemorrhage with subdural and left midline shift of 5 mm. Coumadin was then reversed with kcentra and vitamin k on (B)(6) 2018. Neurology consult performed assessment on (B)(6) 2018. Cranial nerves 2-12 intact. Nihss was 3 with complete hemianopia, and minor facial paralysis (flat nasolabial fold, smile asymmetry, baseline r facial asymmetry). Serial imaging every three hours with repeat head CT until (B)(6) 2018 was consistent with slightly increased subdural hematoma with increased mass effect. Neurology checks every hour. Heparin was stopped on (B)(6) 2018 and restarted on (B)(6) 2018. CT done prior to discharge on (B)(6) 2018 showed evolution of intraparenchymal hematoma and stable subdural with mass effect on heparin gtt. Neurology recommended head CT in two weeks following discharge and follow-up with neurosurgery at that time. Subject directed for outpatient pt/ot for stroke rehab due to moca of 18/30 during hospitalization. Subject is not able to drive until ot clears him. Coumadin 4 mg to be continued daily upon discharge on (B)(6) 2018. Per neurosurgery note 7oct2018, likely hemorrhagic tranformation of ischemic stroke. On (B)(6) 2018 subject's hgb was down to 6.8 from 7.2 on (B)(6) 2018. Hgb was 8.9 on admit (B)(6) 2018. Subject received 1 unit prbc's on (B)(6) 2018. Repeat hgb daily. Hgb stable on (B)(6) 2018 at 8.1. Subject was started on warfarin on (B)(6) 2018 at a low dose with an inr goal of 1.5 - 2.0. Hgb levels remained stable until subject was discharged on (B)(6) 2018 with hgb of 7.5.

Manufacturer narrative:
PMA/510k: manufacturers aware date was inadvertently omitted from previous report. The correct date was oct 30, 2018.

Event description:
On (B)(6) 2019, additional information was received that the patient received 1 unit of packed red blood cells as treatment while hospitalized on (B)(6) 2018. Patient was discharged (B)(6) 2018.

Manufacturer narrative:
The previous reports mentioned that the patient was admitted with sepsis. This was reported under MFR # 2916596-2019-00857.